Event description:
The user facility reported that the cariology tech went to deploy the involved angio-seal. When the tech pulled back to set the anchor, the entire angio-seal device withdrew from the common femoral artery. The tech then held pressure, and everything was fine. After the case, the tech opened the angio-seal to discover that the foot plate was still inside the delivery tube. It never exited the device into the artery, therefore it never set the anchor in the artery and slipped out of the artery. Because the tech opened the tip of the angio-seal to see if the anchor was still attached to the angio-seal, you will see it has been altered/cut open. The procedure being performed was a heart catheterization. No blood loss was reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
E3: occupation: lead tech the actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor, collagen and suture were visible at the distal tip. Functional testing was performed by manually pulling on the anchor for an attempted deployment. The anchor, suture, and collagen were able to deploy from the device, but the tamper tube was not able to be deployed. The sheath and carrier tube were then separated in which the carrier tube was cut into. The tamper tube was found within the carrier tube along with dried blood. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).